Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse performed periodic maintenance (pm), then had the customer run several ft4 samples with good results. After power down and initialization the following day; however, the issue returned. Inspection of the device revealed multiple issues including a weak waste pump. Fse noted that two cup holders were stuck in the up position in the incubator wheel causing them to drag along the top cover of the incubator, the substrate syringe plunger was loose in the barrel, and the detector would not calibrate properly. Fse replaced the substrate syringe and the fl-detector unit. Next, fse calibrated ft4, ran precision ten times, ran qc, and detector calibration without issue. The customer was subsequently able to run all analyte calibrations and qc with good results. Additionally, all values for precision testing were under one standard deviation and were consistent. No further issues were noted. No further action was required by field service. A 10 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The instrument was installed on (B)(6) 2017. The aia-900 operator's manual, chapter 7- calibration was reviewed. Calibration: the aia-900 uses a calibration curve to convert output signals from the detector of the instrument to concentration values for the analyte. It is necessary to create calibration curves for the analytes, using the calibrators for each analyte. It is necessary to create a new calibration curve when the period of validity of the current calibration curve has expired, or when the lot of the test cup has changed. A calibration curve is either a 6-point type or a 2-point type. It is suggested to measure each level of the calibrators in triplicate (3 assays). In the case of a 6-point calibration curve, a total of 18 assays are performed. The free thyroxine, free triiodothyronine, and progesterone st aia-pack package inserts states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to a weak waste pump, a jam in the incubator wheel, and faulty substrate syringe and fl-detector unit.

Event description:
It was reported that the customer experienced problems over the past month with calibration and quality control (qc) on free thyroxine (ft4), free triiodothyronine (ft3), and progesterone (prog) with their aia-900 analyzer. The customer stated that fresh substrate, wash, and diluent were made before calibrating, but qc was still running low. The physician questioned the patient results, so the samples were sent to a reference lab for verification. The customer further stated that patient results had to be corrected because they "did not match". Service was requested. A field service engineer (fse) was dispatched to address the reported event. On (B)(6) 2018, the customer reported that a run of 57 patient samples was repeated and results were corrected. The customer confirmed that only one (1) ft4 patient result had a clinical significance. The customer was not able to provide before and after patient results. There were no known changes regarding patient medication or treatment.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption numbere2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 07/11/2018. Method: 4109; historical data analysis; 10, testing of actual/ suspected device, 4111; communication/ interviews; results code: 213; no problem found; conclusion code: 4310; cause cannot be traced to device. Device evaluation: one fl-detector unit was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Functional testing of fl-detector unit passed. No failure was detected. The reported event could not be duplicated. The most probable cause of the reported event remains unknown as the returned part passed testing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: on 06/16/2018 the customer stated that the quality controls (qc) were high and all the free t4 (ft4) patients that were run were all recovering higher than the ft4 reference range (0.75 - 1.54 ng/dl) . The customer states that they calibrated ft4 twice and after calibration the qc results were near the mean and quickly they drifted out of range high. The customer states that the they do not trust the results of ft4.

Event description:
Additional information received on 06/16/2018 states that the customer reported that the quality controls (qc) were high and all the free t4 (ft4) patients that were run were all recovering higher than the ft4 reference range (0.75 - 1.54 ng/dl) . The customer states that they calibrated ft4 twice and after calibration the qc results were near the mean and quickly they drifted out of range high. The customer states that the they do not trust the results of ft4.

Manufacturer narrative:
G4. 11/10/2018. H6. Method: 4109; historical data analysis; 10, testing of actual/ suspected device, 4111; communication/ interviews. Results code: 213; no problem found. Conclusion code: 4310; cause cannot be traced to device. H10. Device evaluation: one fl-detector unit was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Functional testing of fl-detector unit passed. No failure was detected. The reported event could not be duplicated. The most probable cause of the reported event remains unknown as the returned part passed testing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.